Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer (1009729) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
This report corrects the follow-up submitted on 2/22/2011 which stated that retain testing was performed on the reported strip lot (1009729). Retain testing was not performed on the reported lot. The meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. The readings the customer reported were found in the meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 3.6 mmol/l and 16.9 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.